Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported they applied a pod on their arm and although it was hurting, the pod was kept on for a day and a half. Upon removal they discovered a lump and puss at the insertion site. It was reported that they do extend the pod use beyond 72 hours, by 7 to 8 hours to avoid wasting insulin, which they believe may be contributing to infections. The lump displayed redness initially and then it started to rise and harden with puss and was painful to sleep on. Two days after the pod was removed, the lump was yellow, and puss started coming out so they proceeded to make an appointment with their clinic. On (B)(6) 2025, the patient went to the clinic and was diagnosed with an infection and was prescribed fucidin topical cream. The lump at the pod site is improving with use of fucidin, applied twice daily for 2 to 3 weeks until it clears. The patient further stated they applied another pod to their arm, and it also became painful. The patient did not seek medical attention; they used the topical cream previously prescribed. Since these events, the patient reported to be doing fine. They have used 6 pods and applied them on their abdomen.